Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, prior to insertion into patient, the catheter was tested and was unable to advance the wire. Troubleshooting was performed by replacing the catheter however, same issue persisted. Additionally, it was stated that the catheter looked like it had dried glue all over it, not present after wetting the catheter. The catheter was replaced prior to any use in the patient, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.